Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke while in the lower calyx of the kidney while the scope tip was in the flexed position. The fiber broke down the shaft of the flexible ureteroscope. The laser fiber was not repositioned in the scope. The amount of joules was not reported. No patient injury was reported. A device evaluation is pending.